Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea"), nervous system disorder ("neurological condit/problems") and amenorrhoea ("not having a period"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, psychological trauma, vaginal infection, vaginal discharge and amenorrhoea outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, hypersensitivity, tooth disorder, fatigue, gastrointestinal disorder, alopecia, migraine, nausea and nervous system disorder had resolved. The reporter considered abdominal pain, alopecia, amenorrhoea, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for dysmenorrhea , pelvic pain, abdominal pain, hypersensitivity, migration, vaginal infection, vaginal discharge, dental problems, fatigue, gi conditions, hair loss, migraine, nausea, neurological condit/problems diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: amenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information, patient age and new amenorrhoea added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions/bpwel issues"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea"), nervous system disorder ("neurological condit/problems"), amenorrhoea ("not having a period"), tremor ("leg tremors"), back pain ("back pain"), headache ("headaches"), pain in extremity ("leg pain"), depression ("depression / psych injury"), anxiety ("anxiety"), vulvovaginal mycotic infection ("yeast infections"), loss of libido ("sex drive came back"), vertigo ("vertigo") and exhaustion ("exhaustion"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, vaginal infection, vaginal discharge and amenorrhoea outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, hypersensitivity, tooth disorder, fatigue, gastrointestinal disorder, alopecia, migraine, nausea, nervous system disorder, tremor, back pain, headache, pain in extremity, depression, anxiety, vulvovaginal mycotic infection, loss of libido, vertigo and exhaustion had resolved. The reporter considered abdominal pain, alopecia, amenorrhoea, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hypersensitivity, loss of libido, menorrhagia, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, tooth disorder, tremor, vaginal discharge, vaginal infection, vertigo, vulvovaginal mycotic infection and exhaustion to be related to essure. The reporter commented: received treatment for dysmenorrhea , pelvic pain, abdominal pain, hypersensitivity, migration, vaginal infection, vaginal discharge, dental problems, fatigue, gi conditions, hair loss, migraine, nausea, neurological condit/problems . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: amenorrhoea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Events added-anxiety, back pain, depression, headache, loss of libido, leg tremors, vertigo, exhaustion, vulvovaginal mycotic infection and pain in extremity. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 37-year-old female patient who had essure (batch no. (625844, 626944)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis. Concurrent conditions included uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions/bowel issues"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea"), nervous system disorder ("neurological condit/problems"), amenorrhoea ("not having a period"), tremor ("leg tremors"), back pain ("back pain"), headache ("headaches"), pain in extremity ("leg pain"), depression ("depression / psych injury"), anxiety ("anxiety"), vulvovaginal mycotic infection ("yeast infections"), loss of libido ("sex drive came back"), vertigo ("vertigo") and exhaustion ("exhaustion"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, heavy menstrual bleeding, vaginal infection, vaginal discharge and amenorrhoea outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, hypersensitivity, tooth disorder, fatigue, gastrointestinal disorder, alopecia, migraine, nausea, nervous system disorder, tremor, back pain, headache, pain in extremity, depression, anxiety, vulvovaginal mycotic infection, loss of libido, vertigo and exhaustion had resolved. The reporter considered abdominal pain, alopecia, amenorrhoea, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, hypersensitivity, loss of libido, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, tooth disorder, tremor, vaginal discharge, vaginal infection, vertigo, vulvovaginal mycotic infection and exhaustion to be related to essure. The reporter commented: received treatment for dysmenorrhea , pelvic pain, abdominal pain, hypersensitivity, migration, vaginal infection, vaginal discharge, dental problems, fatigue, gi conditions, hair loss, migraine, nausea, neurological condit/problems the left tube had 4 trailing coils the right had none. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: amenorrhoea. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Please note that the reported lot numbers : 625844, 626944 are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 37-year-old female patient who had essure (batch no. (625844, 626944)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis. Concurrent conditions included uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions/bpwel issues"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea"), nervous system disorder ("neurological condit/problems"), amenorrhoea ("not having a period"), tremor ("leg tremors"), back pain ("back pain"), headache ("headaches"), pain in extremity ("leg pain"), depression ("depression / psych injury"), anxiety ("anxiety"), vulvovaginal mycotic infection ("yeast infections"), loss of libido ("sex drive came back"), vertigo ("vertigo") and exhaustion ("exhaustion"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, heavy menstrual bleeding, vaginal infection, vaginal discharge and amenorrhoea outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, hypersensitivity, tooth disorder, fatigue, gastrointestinal disorder, alopecia, migraine, nausea, nervous system disorder, tremor, back pain, headache, pain in extremity, depression, anxiety, vulvovaginal mycotic infection, loss of libido, vertigo and exhaustion had resolved. The reporter considered abdominal pain, alopecia, amenorrhoea, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, hypersensitivity, loss of libido, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, tooth disorder, tremor, vaginal discharge, vaginal infection, vertigo, vulvovaginal mycotic infection and exhaustion to be related to essure. The reporter commented: received treatment for dysmenorrhea , pelvic pain, abdominal pain, hypersensitivity, migration, vaginal infection, vaginal discharge, dental problems, fatigue, gi conditions, hair loss, migraine, nausea, neurological condit/problems the left tube had 4 trailing coils the right had none. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: amenorrhoea. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Please note that the reported lot numbers : 625844, 626944 are not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 37-year-old female patient who had essure (batch no. 625844, 626944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis. Concurrent conditions included uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions/bpwel issues"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea"), nervous system disorder ("neurological condit/problems"), amenorrhoea ("not having a period"), tremor ("leg tremors"), back pain ("back pain"), headache ("headaches"), pain in extremity ("leg pain"), depression ("depression / psych injury"), anxiety ("anxiety"), vulvovaginal mycotic infection ("yeast infections"), loss of libido ("sex drive came back"), vertigo ("vertigo") and exhaustion ("exhaustion"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, heavy menstrual bleeding, vaginal infection, vaginal discharge and amenorrhoea outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, hypersensitivity, tooth disorder, fatigue, gastrointestinal disorder, alopecia, migraine, nausea, nervous system disorder, tremor, back pain, headache, pain in extremity, depression, anxiety, vulvovaginal mycotic infection, loss of libido, vertigo and exhaustion had resolved. The reporter considered abdominal pain, alopecia, amenorrhoea, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, hypersensitivity, loss of libido, migraine, nausea, nervous system disorder, pain in extremity, pelvic pain, tooth disorder, tremor, vaginal discharge, vaginal infection, vertigo, vulvovaginal mycotic infection and exhaustion to be related to essure. The reporter commented: received treatment for dysmenorrhea , pelvic pain, abdominal pain, hypersensitivity, migration, vaginal infection, vaginal discharge, dental problems, fatigue, gi conditions, hair loss, migraine, nausea, neurological condit/problems the left tube had 4 trailing coils the right had none. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: amenorrhoea concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information, medical history, lot number, auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea") and nervous system disorder ("neurological condit/problems"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, psychological trauma, vaginal infection and vaginal discharge outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, hypersensitivity, tooth disorder, fatigue, gastrointestinal disorder, alopecia, migraine, nausea and nervous system disorder had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for dysmenorrhea , pelvic pain, abdominal pain, hypersensitivity, migration, vaginal infection, vaginal discharge, dental problems, fatigue, gi conditions, hair loss, migraine, nausea, neurological condit/problems diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received: previously added injury nos was replaced with dysmenorrhea and new events: "pelvic pain, abdominal pain, menorrhagia, hypersensitivity,psych injury, migration, vaginal infection, vaginal discharge, dental problems, fatigue, gi conditions, hair loss, migraine, nausea, neurological condit/problems" lab data, reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.